Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the reported event was not confirmed. Based on the results of the investigation, the root cause for the event could not be determined. However, it is likely that the phenomena occurred due to insertion of a video module with residual moisture from investigation result resulted in poor contact of the video module and inability to communicate normally, leading to the occurrence of a color bar. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that when the facility staff checked the operation of the scope in conjunction with the visera elite video system center upon returning it to the facility, the images were distorted (color bar and endoscopic image are displayed alternately). There were no reports of patient harm.